Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The tampon was upside down inside of me [device physical property issue]. Case narrative: consumer reported via email that when she tried pulling out the tampon she discovered the tampon was upside down inside of her. No injury was reported.